Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened sample was returned for review. Visual inspection of the sample confirmed a crack in the luer/hub which would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and a CAPA was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC line placed aseptically with ultrasound assist (infant patient). Catheter placed and thread vessel easily. Upon flushing line with normal saline, noticed at the distal side of patient to be leaky or cracked. Impact: difficult access. PICC line had to be pulled out and replaced. Risk of infection noted.

Manufacturer narrative:
The sample was returned to the manufacturer for investigation and the investigation is currently in progress. A follow-up report will be submitted upon investigation completion.